Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of the device data log identified following error in history: "0089> error 1871 (B)(6) 2017 5:59:00 pm /" functional testing included use testing. The pump was powered on and the pump did not give any error code. Based on history log evidence, the complaint was confirmed. The root cause of the event was attributed to the motor.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave lec 1871. No adverse effects were reported.